Manufacturer narrative:
(B)(4). This complaint for a report of peritonitis-no malfunction or use error is not confirmed, because no samples were returned to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified due to insufficient information. No issues detected during the manufacturing of this batch. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. If additional information becomes available, a follow up report will be submitted.

Event description:
Product surveillance contacted the caregiver (cg) on (B)(6) 2012 regarding an unrelated issue. The cg stated that the home patient (hp) had been sick with peritonitis and was hospitalized twice within the past two weeks. Follow-up information received from global pharmacovigilance stated that according to the nurse the hp was hospitalized from (B)(6) 2012 the hp was constipated and was picking at scabs and that may have been the cause of the peritonitis but the rn is not sure. No additional information is available. The hp was treated with cefazolin 1g (route, dose, frequency and lot number not reported). The hp was not retrained because the nurse has not seen the hp due to the hospitalization. The peritonitis was not related to the homechoice device, disposables or solutions per the rn. The hp is reportedly recovering from the peritonitis.